Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were removed. Top case was cracked/chipped by the front right bottom corner, cracked at right and left plunger case. Device was missing plunger tube seal and had a counterfeit main battery with visible contamination. Syringe plunger not in place found in error history log. Reported problem duplicated during syringe test due to q1 broken off from the board and plunger board that was loose off the glue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the important safety information section of the operator's manual under the heading of "warnings - never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it." Also, reference the following warning statement contained in the "safety features" section of the operator's manual under the heading maintenance and service and periodic maintenance dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Actions/repairs were done to correct the reported issue: replaced plunger board and performed self test and syringe test.

Event description:
It was reported that check syringe plunger sensor occurred and o-ring was missing. No patient injury was reported.